Manufacturer narrative:
(B)(4).

Event description:
It was reported they were having trouble updating the pump after implant while in the operating room (or). It was noted there were potential sources of electromagnetic interference (emi) present. The telemetry would not go through and when the pump was to be read while the patient was in recovery it showed that the pump was in ¿stop mode¿ and was shut off for 17 minutes. The reporter was able to successfully update the pump with the correct prescription information and this resolved the reported issue. It was noted the reservoir volume still showed as 40 milliliters (mls) after the first attempt to update and this indicated the priming bolus did not go through on the first attempt. The reported entered the correct prime bolus information with successful pump update. The patient did not experience any symptoms as the pump was never turned on for her to experience any. The patient recovered without permanent impairment. The pump was being used to deliver lioresal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).